Event description:
When scrub tech removed the scope from the evo machines and noticed a medal piece protruding from the tip of the scope. Tech determined that is was broken. Tech unsure of when the scope was broken. Scope was removed from service and left in the endoscopy suite in a carrying bin with a repair tag.